Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the tr45w reload was received in good visual condition and partially fired and with the lockout normal, which indicates that the device's firing cycle was interrupted. No functional test could be performed due to the condition of the reload. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported by the rep that the device was used during an unknown procedure. The staples did not close when fired. The same device was used to complete the case, just with different reloads. There was no adverse consequence to the patient. One cartridge reload is being returned.